Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a laparoscopic colecystectomy therapeutic procedure, a burn-related damage occurred on the insulation section at the tip of the jaws. The procedure was completed using the same equipment continuously. There were no delays in the procedure time. There were no serious injuries or adverse events to the patient.